Event description:
It was reported: fiber break approx 3 feet back from handpiece. Reporter stated: sometime into a knee arthroscopy procedure a loud popping was heard and reporter saw a spark. Reporter discontinued use of the fiber. Approx 3 feet back from handpiece fiber ruptured out the side. Reporter hooked up a new device and finished the procedure without further incident. No injuries were reported.